Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue due to dent on insertion tube. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was bulging of 47 centimeters inside the lumen on the videoscope. It was not unknown when the event occurred.there was no report of patient harm associated with this event.